Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1nenp, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller stated that on (B)(6) 2019, the lead was replaced with another. Caller stated that the reason was for a broken or fractured lead. No further complications were reported.